Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to a loose glenoid. All turon items were removed and implantation of a reverse shoulder prosthesis and altivate was being done. The first baseplate was partially inserted when the surgeon went to remove partially inserted baseplate it broke and surgeon was unable to remove piece of screw that broke off in patient. Surgeon was able to complete surgery with good results.